Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the device along with other medical devices. The lower jaw is missing, and the suture capture is detached, hanging off the side of the upper jaw. The root cause of the reported event could not be determined since the device was not returned for evaluation. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee root repair, the firstpass mini upper jaw did not grasp the tissue. On further inspection the firstpass suture grasping jaw was partially detached. The suture capture jaw was hanging off the side of the tip of the device. No pieces were left inside the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).